Event description:
It was reported in article studying, the effects of vns on pts with refractory epilepsy that one pt had to have the device programmed off due to a disabling headache. It was also noted that the pt was receiving chemotherapy and after the third session presented an increase in seizure duration and intensity, irritability, migraine, and frank depression. It is unclear if the device was still programmed on while the pt underwent this session of chemotherapy and to what effect, if any, the device had on these events. Good faith attempts to obtain additional info including pt and product info are currently being made.

Manufacturer narrative:
Alonso-vanegas, ma, et. Al. Chronic intermittent vagal nerve stimulation in the treatment of refractory epilepsy: experience in mexico with 35 cases. Cirgia y cirujanos 2010; 78: 15-23.